Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she not undergone any essure confirmation test". The patient's past medical history included gravida ii and parity 2 ((B)(6) 1995, (B)(6) 1996).). Concurrent conditions included obesity. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain-sporadic and mild to severe/cramping"). The patient was treated with surgery (she had essure removed by hysterectomy). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and dysmenorrhoea had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: birth control pill used as it help with periods and birth control diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received. Event added - dysmenorrhea (cramping). Outcome of events abnormal bleeding, dysmenorrhea and pain was resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she not undergone any essure confirmation test". The patient's past medical history included gravida ii and parity 2 (((B)(6) 1995, (B)(6) 1996).). Concurrent conditions included obesity. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("right lower abdomen pain-sporadic and mild to severe/cramping"). The patient was treated with surgery ( she had essure removed by hysterectomy). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the bladder disorder, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: birth control pill used as it help with periods and birth control diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, removal date was added. Events abnormal bleeding/heavy bleeding, bladder or urinary problems, dyspareunia (painful sexual intercourse),pain and device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain") in a female patient who had essure (ess205) inserted for female sterilisation. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices in (B)(6) 2015). Essure (ess205) was removed. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2002, and reported physical pain. The plaintiff underwent a hysterectomy to remove the essure devices in jun-2015. Uncharacterized pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. The reported medical events is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("physical pain") in a female patient who had essure (ess205) inserted for female sterilisation. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices in (B)(6) 2015). Essure (ess205) was removed. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure (ess205). Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2002, and reported physical pain. The plaintiff underwent a hysterectomy to remove the essure devices in (B)(6) 2015. Uncharacterized pain of varying intensity and duration may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.